Event description:
Information on how to differentiate between pre-vacuum cycle and gravity cycle was left out of IFU. "I've made contact with mallinckrodt to get information on the instructions for use; the information given was not helpful. I don't want to misuse the device inappropriately".